Manufacturer narrative:
The device was inspected by biomed with no issues found and placed back into service. The unit is no longer reading excessive leak. Issue is resolved with no explanation.

Manufacturer narrative:
Contact information: (B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reported that the patient leaks are running 120-140 lpm while the device was on a patient. There was no patient harm.